Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastrointestinal haemorrhage is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in the first week of (B)(6) 2018, patient underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time the patient went to the hospital for weakness and hypotension. During the hospitalization, gastrointestinal bleed was discovered. The patient had a peripherally inserted central catheter (PICC) line and nasogastric (ng)tube placed. The patient had an esophago gastro duodenoscopy (egd) to cauterize the gastrointestinal bleed. The reporter stated the patient had pneumonia and pulmonary embolism. An unspecified treatment was stopped 2 days ago. The duopa therapy was continued. Though requested, additional information was not provided.